Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on. However, there was no text or graphics. Only the backlight was illuminated. The lcd board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over eleven (11) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the display is blue. There were no values present. No known impact or consequence to patient.